Event description:
It was reported that the pump motor had stalled. The cause was unk. No rotor or dye studies were performed. The pump was replaced. The pt recovered without sequela. The pump was used to deliver "pethidine 150 mg/ml."

Manufacturer narrative:
(B)(4).